Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known.

Manufacturer narrative:
Product complaint # : (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received. After review of medical record patient was revised to address metallosis. Revision notes stated that head was removed with evidenced of corrosion. Soft tissue at the periphery of the acetabular component was removed, after which the curved acetabular osteotomes were used to remove the acetabular component with minimal bone loss. There was a contained defect in the ischium which did not involve the cortex. The greated trochanter had some osteolysis secondary to metal debris but was intact. Limb lengths were improved from the 9 mm short that the patient was before. Doi: (B)(6) 2008 . Dor: (B)(6) 2020 . (Right hip).